Event description:
The aortascan would not display a scan image, and all measurements were <3 cm. There was no patient impact.

Manufacturer narrative:
Additional device component: ami 9700 console (a7001117/0570-0303). Device evaluation summary: the reported problem could not be duplicated with test scans on an aorta phantom. All scans were within the diameter accuracy range listed in the operations and maintenance manual. The device measured 3.7 cm on a 3.7 cm phantom.